Manufacturer narrative:
Unit passed displacement test and self-test. Unit successfully downloaded to thus. No pump error 23 or pump error 24 alarms noted during test. However, confirmed the pump alarmed pump error 23 two times between 10/30/2024 16:16:08.000 to 10/31/2024 11:27:16.000 in the history files. The alarms are expected and occur during normal pump operation. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked belt clip rails, corroded battery tube. The p-cap/reservoir does lock properly. Pump passed required testing and no pump error 23 or pump error 24 alarms noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23- post-reset ram crc alarm and pump error 24 - this alarm is generated when a power failure is detected. The customer reported no adverse event. The event involved product(s) mmt-1711kl. Troubleshooting was performed and the customer was able to clear the alarm and was able to rewind. The insulin pump passed the self-test. No harm requiring medical intervention was reported. Mmt-1711kl was requested and the customer response was the device will be returned.